Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was cannulated for extracorporeal membrane oxygenation (ECMO) on (B)(6) 2025 at approximately 1700. During transport back to the hospital, there was a noticeable grinding sound coming from the pump head, but quickly resolved and did not require intervention. When the patient arrived to the hospital, the grinding noise occurred again and was persistent. The motor was emergently swapped, and the pump head was placed into a new motor. There was no delay in therapy as a result of the event. Speeds and flows were unaffected. The patient was clamped for the circuit swap. The exchange resolved the issue, and the motor was removed from service. There were no alarms or alert statuses associated with the event and log files were not available. In an abundance of caution, they performed a circuit swap and retained the pump head involved in the motor failure. There was no clear damage to the pump head, but it was set aside.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a grinding sound coming from the pump could not be confirmed and a specific cause for the reported event could not be conclusively determined through this evaluation. It was reported that there was a noticeable grinding sound coming from the pump head but it quicky resolved and did not require intervention. The grinding sound occurred again later and was persistent. The motor was swapped, resolving the issue. In an abundance of caution, a circuit swap was performed as well. It was noted that there were no alarms associated with the event and there was no clear damage to the pump. The centrimag blood pump, lot number l08327-la1, was returned with no tubing connected. The pump appeared to have been rinsed with no remaining blood residue within the pump. No depositions or thrombus formations were noted within the pump. Inspection of the pump housing revealed no evidence of a non-fit or incorrect locking. Examination of the rotor blades, base, and well revealed no evidence of abrasion or other damage. There was no evidence of separation or slippage between the rotor magnet and rotor body. The centrimag pump was forwarded to abbott research and development for further investigation. The rattling/grinding noise could neither be reproduced nor confirmed. A functional test showed that the pump was levitating and spinning as intended. No evidence of sustained contact between the rotor and housing could be observed. Although a specific cause for the reported sound could not be conclusively determined, no issues with the pump were identified that would have contributed to the reported event. Review of the device history record (DHR) for the centrimag blood pump, lot #l08327-la1, revealed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU (eifu) page of the abbott website. The centrimag blood pump instructions for use IFU, rev. C, is currently available and provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #8: ensure the pump is properly locked into the motor per the instructions for use supplied with the motor. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The section titled ¿pump setup and operation¿ provides instructions for how to mount the blood pump on the motor. The following instructions are provided: to mount the pump on the motor, remove the pump from the inner tray and insert the pump into the motor receptacle. Place the bottom of the pump into the motor receptacle with the outlet port positioned in the large groove. Match the grooves on the periphery of the pump with the fittings on the motor receptacle. Rotate the pump counterclockwise until the pump locks securely into place. Thread the retaining screw clockwise to secure in place. The pump must be fully seated into the receptacle to function properly. The section titled ¿emergency backup equipment¿ states that a backup sterile pump and supplies to prime must be available. No further information was provided. The manufacturer is closing the file on this event.